Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the vitrector would not work. The handpiece, cassette, and cutter were switched out but this did not solve the issue. The patient was transferred to another facility to complete the case following a four hour delay. A company representative indicated that the surgeon settings had been changed and this contributed to the event.

Event description:
Additional information was received from the surgeon, who reported when attempting to perform a vitrectomy procedure on a traumatized eye, the vitrectomy settings would not work on two of their systems. Four different handpieces were switched out and troubleshooting with technical support did not resolve the issue. The case was completed using a weck vitrectomy and a sewn-in-intraocular lens. At the end of the procedure, the patient had been on the operating table for over one and half hours. The patient will require additional surgery because of the inability to perform an adequate vitrectomy with the handpieces and machines. After discussion with a company representative, it was discovered that the vitrectomy gauge had been changed from 23 gauge to 20 gauge.

Manufacturer narrative:
This case was reviewed by a company clinical analyst, who stated the following: ¿the customer reported that during a procedure, the vitrector would not work. The handpiece, cassette, and cutter were switched out but this did not solve the issue. The patient was transferred to another facility to complete the case following a four hour delay. Additional information was received from the surgeon, who reported when attempting to perform a vitrectomy procedure on a traumatized eye, the vitrectomy settings would not work on two of their systems. Four different handpieces were switched out and troubleshooting with the company representative did not resolve the issue. The anterior vitrectomy was completed using a weck cell spear. A sewn-in-intraocular lens (iol) was implanted. At the end of the procedure, the patient had been on the operating table for over one and a half hours. The patient will require additional surgery because of the inability to perform an adequate vitrectomy with the handpieces and the systems. After discussion with a company representative, it was discovered that that the vitrectomy gauge had been changed from 23 gauge to 20 gauge. The surgeon stated that his staff did not even know the possibility existed and they had not changed this setting. The surgeon observed both systems may have been changed from 23 gauge to 20 gauge during the routine maintenance by the company service representative in (B)(6). The operator¿s manual includes the warnings: do not test or operate vitrectomy probes unless tip of probe is immersed in bss sterile irrigating solution or distilled water or is in surgical use. Irreparable damage to the handpiece and tip can result if run dry. After filling and testing, and before surgical use, verify that the probe is properly actuating and aspirating. This may require lowering cut rate to achieve good visualization. The port should always remain in open position in foot-pedal position 1. If cutting port is partially closed while in position 1, replace the probe. Prior to entry into the eye, and with tip of probe in sterile irrigating solution, the surgeon should step on the foot-pedal for visual verification that the probe is cutting; alternatively, press the test button on the vitrectomy setup screen: if the cutter is observed to not fully close, or does not move when the probe is actuated, replace the probe. If cutting port is partially closed while idle, replace the pro be. If air bubbles are observed in the aspiration line or exiting the probe tip during priming, replace the probe. If a reduction of cutting capability or vacuum is observed during the surgical procedure, stop immediately and replace the probe. The operator¿s manual includes the vitrectomy setup: when the anterior vitrectomy step is entered, an automated vitrectomy setup screen appears. This automated screen assists the user through the proper set up and test of the selected vitrectomy probe. If the doctor does not want the screen to guide him through the vitrectomy handpiece setup procedure when the anterior vitrectomy step is entered, press the ¿off¿ button. The operator¿s manual includes snapshots of the anterior vitrectomy surgery screen using 20 gauge probe and the anterior vitrectomy surgery screen using 23 gauge probe. The anterior vitrectomy setup screen included directions on proper set up and test of the selected probe. A snapshot of the vitrectomy setup is included. The anterior vitrectomy probe setup notes step by step directions for use by the circulating nurse and the scrub nurse. Step 3 recommends ¿verify probe type-if desired probe is not displayed, press the switch probe button to select the probe being used.¿ step 4 recommends ¿connect to console vit ports - for 20 gauge vitrectomy probe, connect clear tubing connector to left vit port and turn clockwise until connector clicks securely in place. For 23 gauge probe, connect black and purple tubing connectors to left and right vit ports, respectively, and turn clockwise until connectors click securely in place. Step 4 describes the visual assistance of the clear tubing connector for the 20 gauge and the black/purple tubing connectors for the 23 gauge vitrectomy probes. The vitrectors¿ directions for use (dfu) includes the precaution: use of this product may require surgical settings adjustments. Ensure that appropriate system settings are used with the probe. Prior to initial use, contact your sales representative for in-service information.¿ the customer called the company representative to assist with troubleshooting. Through joint investigation with the customer, it was determined that the customer needs to verify the handpiece and tip type prior to surgery. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2010. Based on qa assessment, the product met specifications at the time of release. In the first contact with the customer, while trying to troubleshoot over the phone, the customer representative was able to identify the cause of the reported event, which was attributed to the vitrectomy setting on the system was changed from 23 gauge to 20 gauge. The customer was using a 23 gauge. In august the second system was examined and the reported event was not replicated. The customer was in-serviced on how to set up, priming/tuning, and troubleshooting the system. The system was then tested and met all product specifications. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was due to incorrect vitrectomy probe gauge settings inputted into the system by the user. The manufacturer internal reference number is: (B)(4).